Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during a percutaneous transluminal angioplasty procedure, the guide wire tip could not maintain its shape. The v-18 200 cm 8 cm poly tip guide wire was advanced to the lesion in the antebrachial shunt, however the distal tip could not retain its shape. The procedure was completed with another of the same devices. No patient complications were reported, and patient status was good. However, product analysis revealed a guide wire tip fracture.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: visual inspection of the returned device revealed distal tip bent. Further visual inspection noted the distal tip detached at 198 cm. Dimensional inspection: all the measurements taken were according to specifications. The returned device was sent for external analysis ((B)(4)) to determine the fracture failure mode. The (B)(4) returned the following result: failure occurred due to a torsion overload. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).